Event description:
It was reported that there was no power, device has been dropped and does not turn on. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was received with a cracked reservoir, cosmetic damages on the enclosure, missing drain cap and aux outlet label. Old style components include, printed circuit board and drain fitting. During functional testing, the device was plugged in and powered on. The reported problem was duplicated. The root cause of the reported issue was found to be the device was dropped by the customer causing damages to the printed circuit board. No action taken due to the age and condition. Device is deemed beyond economical repair and will be scrapped. (UDI) is unknown. No product information has been provided to date.